Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for possible high voltage circuit damage was received. Upon review it was observed that several alerts such as noise, non sustained oversensing, undersensing, noise reversion were logged on the device on (B)(6) 2020. Several shocks were also logged but it was unclear if any were delivered. It was confirmed with the clinician that the patient underwent surgery for an unrelated event on this day and electrocautery was used which most likely resulted in the observations. No issues had been observed on the device since the event on (B)(6) 2021. There were no reported patient symptoms or consequences.